Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt presented with shortness of breath with sweating and weakness, pneumonia and copd. On (B)(6) 2011, I-stat, time: 01.12, result 0.11; I-stat, time 01:27, 0.02 same draw. Same analyzer; vista, 17:10, <0.02. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).